Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: there was evidence of short battery life, voltage drops and battery alarms observed in the black box. The battery cap was unable to fully tighten to the pump. There were battery compartment cracks observed in the thread area. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were specifications. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button was unresponsive because the button was missing the internal slug.